Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. The patient also reported experiencing muscle stimulation. No intervention has been performed at this time and the crt-p remains in service. No adverse patient effects were reported.